Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - surgery was performed on the patient, by placing the surgical mesh (flat mesh) in her abdomen as a part of the surgery. Attorney alleges permanent injuries, disfigurement, infection, impaired wound healing, additional surgery.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product has been returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.